Manufacturer narrative:
Analysis confirmed that the intersection part screw had backed out. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having unknown indication for spinal therapy. It was reported that the screw came off during operation. There were no symptoms reported. There were no further complications reported regarding the event.